Event description:
It was reported that during use of this micro scissors in a knee arthroscopy, the device broke in the joint. The surgeon retrieved all the pieces; however, this extended surgical time by one hour. The surgeon did complete the procedure arthroscopically as intended. The customer reported that the patient did not require any further surgical or medical intervention for this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received the micro scissors for evaluation without the broken/detached tip. An investigation confirmed the reported problem and found the cutting portion of the tip broken/detached from the device. A review of conmed linvatec repair records for this device found no prior repair history. This type of failure can occur through extended use as the tip becomes dull/damaged, and if excessive force is applied during use. Conmed linvatec will continue to monitor this product for failures. The customer will be provided additional information regarding this device.